Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.

Event description:
A case of pericardial effusion requiring percicardiocentesis was reported in a procedure where the versacross rf wire and versacross transseptal sheath were used among other devices, including the pentaray catheter (biosense webster). Pericardial effusion was observed to have occurred after baylis medical products had been removed from the patient. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross rf wire. .